Manufacturer narrative:
As reported, hemostasis was not achieved when using a 5f exoseal vascular closure device (vcd) after a percutaneous transluminal angioplasty (pta) procedure. There was no reported patient injury. The user followed the instructions for use (IFU). The exoseal vcd was used during an interventional procedure employing a retrograde approach. The physician had achieved certification for exoseal vcd use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was utilized. The device was stored and prepped according to the instructions for use. Suitability of the femoral artery was confirmed by angiography, including insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression in the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. Hemostasis was attempted with manual compression; however, despite this, hemostasis was not achieved after device removal. The plug was deployed to the proper location and fingertip compression was maintained on the skin during removal. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts prior to access. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position while the guard was locked. The plug was not returned for evaluation, and the indicator wire was in the retracted position. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual analysis. The reported event of ¿plug-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the plug at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, hemostasis was not achieved when using a 5f exoseal vascular closure device (vcd) after a percutaneous transluminal angioplasty procedure. There was no reported patient injury. The user followed the instructions for use (IFU). The exoseal vcd was used during an interventional procedure employing a retrograde approach. The physician had achieved certification for exoseal vcd use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was utilized. The device was stored and prepped according to the instructions for use. Suitability of the femoral artery was confirmed by angiography, including insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression in the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. Hemostasis was attempted with manual compression; however, despite this, hemostasis was not achieved after device removal. The plug was deployed to the proper location and fingertip compression was maintained on the skin during removal. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts prior to access. The device is being returned for evaluation.

Event description:
As reported, hemostasis was not achieved when using a 5f exoseal vascular closure device (vcd) after a percutaneous transluminal angioplasty procedure. There was no reported patient injury. The user followed the instructions for use (IFU). The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.